Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 70% stenosed target lesion was located at the bifurcation of the moderately tortuous left common iliac artery (cia). This 7.0x60x75cm express ld stent was selected for treatment. There was no resistance or difficulties removing the device from the dispenser hoop. After the mandrel was removed from the stent delivery system catheter it was noted that the stent had moved to the distal markerband of the catheter. The device never made contact with the patient. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).